Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (B)(4) found the connector pin bent.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient's implantable neurostimulator recharger (insr) was not charging due to a bent connector pin. They have to hold the connector pin in place and move it around in order the get the insr recharging screen. This problem has been occurring for the last couple of months and was initially intermittent but has gotten worse. The patient also noted their implantable neurostimulator (ins) was dead.